Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (does not properly charge battery packs and alternates between screens) has been confirmed. As received, the charger/modem was resetting. Upon evaluation, there was liquid contamination on the battery board. In addition, the charger/modem exhibited a flash memory failure at bga components u102 and u105 on computer / analog (ca) board sn (B)(4). The cause of the resets (also alternating between screens) and the inability to charge the battery packs cannot be isolated to the contamination or bga failure. The root cause for the contamination is liquid ingress of an unknown contaminant. Root cause investigation including destructive testing is underway on devices exhibiting similar bga failures modes no adverse event resulted from the defective charger/modem.

Event description:
A us distributor contacted zoll to report that a patient's charger/modem was not charging the battery packs properly and was altnerating between a blue and white screen.